Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Never used the product as couldn¿t attach lap tip. How many times have they applied the laparoscopic tip? Unknown. Was a sales representative present during the case when the issue was experienced? Yes. Sales rep (me) was instructing how to put together. What is the lot number? Unknown. Was the damaged device used on the patient? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Investigation summary: a physical product was returned, and a conclusion was reached. The vistaseal dual adaptor was returned (which includes the spray and drip tip, as well as the adapter with luer-loks) along with the grifols product. There were clear markings on the luer-lok portion of the adapter, indicating that some tool was used to attempt to pry off the adapter from the tip. I was unable to successfully remove the adapter from the tip. It can be assumed that the user used the tool to pry off the luer-lock, but instead screwed the adapter on tighter. The evaluator compared the luer-locks on the returned complaint to a normal vistaseal dual applicator and this conclusion was evidently true. So, the evaluator was able to conclude that this issue was caused by the user, but unable to conclude whether or not the device was useable before this occurrence. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2572788 mfg date: jan 10, 2020 - jan 16, 2020, exp date: nov 10, 2023. Batch 2580898 mfg date: feb 10, 2020 ~feb 21, 2020, exp date: feb 10, 2023.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The threads on the applicator were off and the user couldn't remove the tip. No adverse patient consequences were reported. Additional information was requested